Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). No pump was send to melsungen for investigation, but the history files of the pump were analyzed. The overinfusion was caused by the user. On the (B)(6) 2021 at 12:05 pm the rate was set to 94.17 ml/h but one minute later at 12:06 am also a new time for of the vtbi therapy was set by user. After the time of 57 minutes were set, the flow rate was 1189 ml/h of the infusion instead of 57.14 ml/h (21-times higher). The therapy was started with this flow rate at 12:06 pm. At 12:44 pm the therapy was stopped and a new vtbi value of 70ml and a new time of ten minutes were set. In between 12:06 pm and 12:44 pm 755.9 ml were infused. Assumption: at 12:06 pm the user wanted to change the rate from 94.17 ml to 57.17 ml again, but he was in the menu of the time instead the flow rate menu. The complaint is not confirmed.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." "Received bme rifah's request to extract history from both (B)(4) (ward44) and due to rate was entered wrongly and lead into overinfusion of IV tpn. Based on the history logs extracted from (B)(4), parameters entered as follows: (B)(6) 2021 @ 8.19pm: rate 54.17ml/hr, vtbi 1300ml. (B)(6) 2021 @ 12.05am: rate changed to 94.17ml/hr @ 12.45am: rate change to 420ml/hr @ 12.48am: rate changed to 54ml/hr @ 2.46am: vtbi was adjusted to 800mls, rate remained as 54ml/hr. User notify bme to download history as the IV tpn was ended 12 hours earlier than expected, wanted to find out was the rate was entered wrongly. Based on user's description, the correct parameters should be the following: rate 54.17ml/hr vtbi: 1300ml as per user's description on patient's outcome: patient's condition not affected and no complication reported." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.